Event description:
It was reported that the patient was frequently charging the ipg and the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.